Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the centrifugal pump stopped and displayed an error message during a procedure. It was also reported that function was restored by power cycling the unit and the procedure was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the centrifugal pump stopped and displayed an error message during a procedure. It was also reported that function was restored by power cycling the unit and the procedure was completed without further issues. There was no report of patient injury.